Event description:
It was reported that the target lesion was difficult and the physician needed to dilate several times. After pre-dilatation he implanted the vision; however, a dissection occurred at the distal end of the stent. After post-dilatation, a stent was implanted to treat the dissection. No additional information is available.